Event description:
The reporter stated the haptic of an aq2010v silicone three piece lens bent. There was no pt contact or injury. Additional information have been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.